Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to an unknown reason. No other information could be obtained.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-70, serial number: (B)(6), batch/lot number: 5006861, model/catalog description: linear st lead kit 70 cm, unique identifier (UDI): (B)(4). Number/catalog number: sc-4318, batch/lot number: 21589280, model/catalog description: clik x anchor sterile kit, unique identifier (UDI): (B)(4). Model number/catalog number: sc-2218-70, serial number: (B)(6), batch/lot number: 5012167, model/catalog description: linear st lead kit 70 cm, unique identifier (UDI): (B)(4).

Manufacturer narrative:
This report is being submitted to correct the date of event field (b3) in section b, adverse event/product problem, date of birth field (a2) in section a, patient information, and the additional MFR narrative field (h11) in section h, device manufacturers only. Block b3: exact date unknown, event occurred in the year of 2019. Block d6b: explant date: 2019.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to an unknown reason. No other information could be obtained. Additional information was received that the explanted devices were not returned.